Event description:
On (B)(6)2010, the patient (pt) contacted the johnson & johnson visioncare affiliate in (B)(4) and reported experiencing itching, a mucus discharge and stinging pain in both eyes while wearing 1-day trueye contact lenses. The pt reported that the symptoms continued in both eyes after the lenses were removed. The pt was instructed to consult an eye care professional if the symptoms persisted. On (B)(6)2010, the pt was contacted and the pt reported having presented to the (B)(6) eye clinic. The pt stated that the pt was told "that there was a mark of 1-day trueye lens on the eye" and that the cornea of the left eye was "peeled off". The pt reported being instructed to discontinue contact lens wear. On 07/20/2010, the (B)(4) affiliate contacted the treating physician at the (B)(6) eye clinic who confirmed that the pt initially presented to the clinic on (B)(6)2010 and returned for follow up (B)(6)2010 as instructed. The pt was diagnosed with superficial keratitis in the right eye, corneal erosion in the left eye and keratoconjunctivitis sicca in both eyes. The pt was prescribed tearbalance, cravit and tarivid eye drops. The doctor stated that it was "unk whether this event was related to contact lens wear" and that "the symptom was moderate not serious and that in patient treatment was unnecessary and the symptom was unlikely to result in loss of vision." The treating doctor also report that the pt's "ocular condition much improved on (B)(6)2010". The pt was instructed to continue to rest from contact lens wear and to return to the clinic in one week. On (B)(6)2010, the pt was again contacted by the affiliate. The pt reported that the symptoms in the right eye had resolved and the "right eye was healed". The pt also reported that the "corneal epithelium in the left eye started to be regenerated, but the cornea was still cloudy." The pt was instructed to continue to discontinue contact lens wear for another week and to return to clinic for follow up the next week. On 08/05/2010, the affiliate contacted the (B)(6) eye clinic to request additional information. The office clerk provided additional information based on the pt's medical record and confirmed that the pt returned to the clinic for follow up visits (B)(6)2010 and (B)(6)2010. The pt was instructed to continue the use of the prescribed eye drops and to continue rest from contact lens wear. Additional information had been requested but not yet been received. No additional information is available at this time. This event is being reported for the left eye as worst case due to the extended treatment time, time to resolution and report that vision remains cloudy after 2-3 weeks. Two sealed blisters from the same lot were returned. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed. There was not enough solution to test for conductivity. A lot history has been requested but has not yet been completed. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use.